Manufacturer narrative:
H.6. Investigation: when the appearance of the series of actual products received were checked, no abnormalities such as damage or deformation were found. When we reconnected the q site part of our actual product to the end (lock connector) of our actual infusion set and checked the flow of liquid, all three flowed without problems. Since no abnormality was found in this product and reproducibility was not obtained, it was presumed that this event was a problem with the fitting part with the infusion set connected to this product. It is possible that the q-site septum did not open sufficiently due to incomplete connection or loosening of the mating part, and the chemical solution did not flow. When connecting to an infusion set or syringe made by another company, the septum opening may be small due to differences in the length of the lock connector insertion part. H3 other text : see h.10

Event description:
It was reported that ext/1cq/mq/std/20cm had a clog. The following information was provided by the initial reporter: "the customer reported as follows: after connecting the ext. Tubing (385413-zat) to the jms's infusion route, the hcp attempted a saline flush but the saline did not flow."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4) OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site.

Event description:
It was reported that ext/1cq/mq/std/20cm had a clog. The following information was provided by the initial reporter: "the customer reported as follows: after connecting the ext. Tubing (385413-zat) to the jms's infusion route, the hcp attempted a saline flush but the saline did not flow."